Event description:
It was reported that the right ventricular lead exhibited loss of capture and had a brown coloring. The physician suspected that the lead was damaged. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. Visual inspection found a procedural cut on the insulation allowing blood to enter the lead body. The lead was otherwise normal.